Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she had a fall and had to call the paramedics. Customer stated that she was having problems with her sensors excessively alarming sensor errors. Customer stated that she was not wearing a sensor when her blood glucose levels dropped extremely low and leading to the fall. Customer's blood glucose level at the time of the incident was 37 mg/dl. Customer's current blood glucose level was 97 mg/dl. Customer treated she low blood glucose by glucose IV and food from the paramedics. Customer declined to troubleshoot at the time of the call. Therefore, the root cause of the customer's low blood glucose issues could not be determined. Product is not being replaced.